Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient misinterpreted a blood glucose result as a result of the his onetouch ultramini meter not having a backlight. The complaint was classified based on the conversation the reporter had with the customer care advocate (cca). The reporter was unable to be reached by phone for additional information. The patient¿s mother reported that approximately 2 weeks prior, the patient misinterpreted a blood glucose result obtained with the subject meter. The reporter claimed the patient was not with her when he tested his blood glucose but called her and informed her his blood glucose reading was ¿291 mg/dl¿. The patient is in on insulin pump therapy. The reporter advised the patient to take a correction bolus based on meter reading and approximately 1 hour later the patient suffered a low blood glucose. It is not known what symptoms the patient developed; however, the reporter mentioned the patient¿s blood glucose went down to ¿50 mg/dl¿. The patient¿s mother reported that the patient treated himself with candy and food in response to the low. The patient¿s mother stated that she learned the patient had misinterpreted the meter result due to reading the meter upside down a couple of days later. The reporter claimed while reviewing the meter¿s memory, she discovered the patient¿s blood glucose reading had actually been ¿162 mg/dl¿ and not ¿291 mg/dl¿ as the patient had told her. The reporter was uncomfortable with the patient continuing to test with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after administering treatment based on a misinterpreted result obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.